Event description:
This case was reported via regulatory authority (B)(6) on 07-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("tube perforation at the time of placement") and pelvic pain ("constant pain and tugging sensation / the day after the procedure, the problems started, limped due to pain on the right side, on the left, I had something like gallstones, constant pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. B85140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Previously administered products included for adenomyosis: luteran; for endometriosis: luteran. Concurrent conditions included adenomyosis and endometriosis (was in her seventh year of treatment after being diagnosed with endometriosis and adenomyosis). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("tube perforation at the time of placement"). On (B)(6) 2016, the patient experienced procedural nausea ("enormous nausea") and procedural pain ("feeling of contractions"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("pain due to my menstrual cycle"), renal pain ("major pains in kidneys/ right side is constantly bothersome, left side episodically but more intense extending to the kidney"), groin pain ("major pains in groin"), arthralgia ("major pains extending to knee"), fatigue ("extreme fatigue"), dyspareunia ("sexual intercourse impossible as it is extremely painful"), white blood cells urine positive ("urine analysis found elevated leucocytes and erythrocytes"), red blood cells urine positive ("urine analysis found elevated leucocytes and erythrocytes") and migraine ("migraines two or three times a week"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("pain due to my menstrual cycle"), renal pain ("major pains in kidneys/ right side is constantly bothersome, left side episodically but more intense extending to the kidney"), groin pain ("major pains in groin"), arthralgia ("major pains extending to knee"), fatigue ("extreme fatigue"), dyspareunia ("sexual intercourse impossible as it is extremely painful"), white blood cells urine positive ("urine analysis found elevated leucocytes and erythrocytes"), red blood cells urine positive ("urine analysis found elevated leucocytes and erythrocytes") and migraine ("migraines two or three times a week"). The patient was treated with chlormadinone acetate (luteran) and surgery (on (B)(6) 2017 her uterus, tubes and cervix were removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fatigue, complication of device insertion and migraine had resolved and the pelvic pain, procedural nausea, dysmenorrhoea, renal pain, groin pain, arthralgia, dyspareunia, white blood cells urine positive, red blood cells urine positive and procedural pain outcome was unknown. The reporter considered complication of device insertion, fallopian tube perforation, fatigue, migraine and pelvic pain to be related to essure. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, dyspareunia, groin pain, procedural nausea, procedural pain, red blood cells urine positive, renal pain and white blood cells urine positive with essure. The reporter commented: CT-scan will follow according to her doctor. Consumer stated in laypress article that right from the start had known what was causing the pain. In particular, "the lack of training" of practitioners with regard to the essure contraceptive method was the cause, in her case, at the time of placement, they perforated one of her tubes. She does not regret the removal operation on (B)(6) 2017, recommended by her primary care physician, which marked the end of her problems: "I have never felt so well". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: not provided urine analysis - on an unknown date: elevated leucocytes and erythrocytes the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: pelvic pain- analysis in the global safety database revealed 2786 cases. Fallopian tube perforation- analysis in the global safety database revealed 584 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number b85140 (production date 30-oct-2013, expiration date 31-oct-2016). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(4) 2017: following email received from health authority, case (B)(4) was considered as duplicate of this case. All information from case (B)(4) was transferrer to this remaining case. Reporter, age, historical condition, stop date of essure and events added. Outcome of event updated. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.